Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to resolve the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. A correction bolus and a manual dose injection of insulin was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.